Event description:
Patient with intact skin underwent surgical prep with duraprep for foot surgery. Ioban steri-drape placed over prepped skin. When steri-drape attempted to be removed after the initial portion of the procedure, patient's skin was blistered and peeled off with the steri-drape. When the foot was examined, additional areas on the foot blistered where duraprep used. The procedure was terminated at that point. 3m remover lotion was used by the surgeon to gently remove the remaining duraprep from the patient's skin. Dorsal foot with denuded area. Large toe and sole of foot with denuded areas.